Event description:
In 2009, the pt reported experiencing elevated blood glucose 2 weeks ago. She stated that she had changed the infusion set and she primed until insulin flowed from the end of the infusion tubing. She bolused 1 unit of insulin to fill the cannula space of the new infusion site. An hour later, she began to feel exhausted and her joints hurt and it became hard to breathe. Her blood glucose was elevated to 500 mg/dl. Her normal blood glucose level is 120 mg/dl. She bolused 8 units of insulin and her blood glucose returned to normal within a few hours. Troubleshooting did not reveal any product issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.